Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/19/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site cut in 2 parts. The returned parted were decontaminated and visually inspected at 12x microscope magnification, however there were no abnormalities found. The customer's reported complaint was confirmed, however the cause is unknown. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 20.0 diopter intraocular lens (iol) cracked in half after being inserted into the right eye (od). The lens was removed and replaced in the same procedure. There was no incision enlargement or vitrectomy performed. Reportedly, there was no patient injury and the patient has excellent vision post-operatively. No additional information was provided.